Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal vein ligation procedure performed on (B)(6) 2025. During the procedure, the band of the ligator was stuck and could not be used. The procedure was completed with another speedband superview super 7. It was noted that there was a difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h2 (correction): block b5 (describe event or problem) has been updated based on the information that was identified on october 20, 2025. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, only the ligator housing was returned, and visual inspection revealed one band was damaged and overlapped. The device was manufactured on 06/14/2024 with an expiration date of 06/14/2025; however, it was used by the physician on (B)(6) 2025, after its expiration. The handle was not returned for evaluation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. One band was found to be damaged and overlapped. This issue may be associated with the physician's technique or the handling of the device during band deployment. Factors such as device positioning or anatomical tortuosity during the procedure could have impacted the handle's performance. Additionally, depending on how the varix or polyp was grasped by the ligator unit, the suture may have shifted due to procedural movement, preventing proper band deployment and causing overlap. It is also possible that an attempt to release the band from the suture, combined with damage to the teeth, contributed to the deployment complication. It was determined that due to the damage and overlap of the band, proper deployment was not possible. Therefore, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the physician did not follow the step cited in the IFU and used the device after its expiration date; however, the IFU states, "rotate inventory so that products are used prior to the expiration date on package label."

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal vein ligation procedure performed on (B)(6) 2025. During the procedure, the band of the ligator was stuck and could not be used. The procedure was completed with another speedband superview super 7. It was noted that there was a difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this device was used beyond its expiration date and should be flagged accordingly in the instructions for use (IFU).